Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from oekg, there was the possibility that this phenomenon was attributed to the damage of the camera cable, which might be caused by the aging degradation of the subject device due to long term use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for an unspecified procedure with the subject device at the user facility, the image of the subject device was not displayed and the nurse stated that the electrical wires of the camera cable had been exposed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) (oekg) checked the subject device and found that the endoscopic image was not displayed on the monitor, and the camera cable of the subject device was broken. Oekg surmised that the damage of the camera cable might be caused the no image.